Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. The device was dropped. Customer states that reservoir had a broken piece. Customer mentioned that reservoir would stay in the reservoir compartment but the ring comes off. Customer¿s blood glucose was 74 mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per health care professional's instructions. Insulin pump will be returned for analysis.